Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty during thumb advancer/exchange sheath splitting was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficulty during thumb advancer/exchange sheath splitting incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. It was reported the starclose se device was used in a calcified vessel. Per the starclose se instructions for use, do not deploy the clip in areas of calcified plaque.

Event description:
It was reported that after a percutaneous transluminal angioplasty of a below the knee vessel, arteriotomy closure of a calcified left common femoral artery was attempted using a starclose se device. Reportedly, difficulty occurred during thumb advancer/exchange sheath splitting. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. (B)(4)- patient selection. This code is used to address the use of the starclose se device in a calcified artery. Per the instructions for use- precautions: do not deploy the clip in areas of calcified plaque.